Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that when the flap of the left was created, a small gas bubble near the hinge appeared. When the flap was lifted, there was a small tear supero temporally. The surgeon performed excimer treatment successfully and placed the flap back down. Additional information requested.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Right after the event was reported, preventive maintenance was scheduled and performed. No abnormalities that could have contributed to this event were found. The review shows that the laser was successfully verified prior tp and after the date of event/treatment. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).